Manufacturer narrative:
Although multiple follow-up requests were made requesting additional information, no additional information was made available. The actual device was discarded and was not made available to the manufacturer to be evaluated. It should be noted that the instructions for use supplied with this product indicate: when removing the whin safety huber needle set: stabilize port by placing two fingers on the base of the whin safe. Withdraw the needle by pulling straight up on the wings of the whin safe. Once the needle passes into the safety housing, an audible click will be heard, indicating the safety clip has activated, safely securing the needle inside the safety housing. Disposing whin safety huber set - dispose of the whin safety huber needle set per institutional protocol. There are no other reports of this nature against the reported catalog number or the reported lot number. Since the sample has not been returned for evaluation and no further information was made available upon request from the facility, the exact nature of the reported incident could not be determined. No specific conclusions can be drawn. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: the nurse removed the huber and then she attempted to activate the safety device. The nurse thought she had completely activated the safety device, but upon putting the huber into the sharps container, she received a needlestick injury on the first/pointer finger of her left hand. The nurse washed the wound with soap and water and bandaged it and reported incident to her supervisor. Blood work is being drawn on the employee and the source patient. Huber needle was discarded. No sample. Several attempts were made to the facility requesting additional information and the status of the nurse involved in the reported incident. No further information was provided.